Event description:
On (B)(6): admitted with abdominal pain, wbcs within normal limits. Ready for discharge (B)(6), temp 103.2, positive blood cultures for (B)(6). On (B)(6): right ac peripheral IV inserted. On (B)(6): right ac tender, warm, discontinued due to leaking.